Event description:
The pump was returned for investigation. Investigation revealed contamination under the contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the keypad was peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad symbols were worn. Evaluation revealed that the ok, down and up buttons were intermittently unresponsive and the contrast button responded appropriately. There was contamination found under all contacts and the ok button was found to be inverted. Unrelated to the complaint, evaluation revealed a scratched and a discolored/faded display screen, which has no effect on insulin delivery function.